Event description:
It was reported that the resume pump alarm setting on the customer's pump was not functioning as intended and did not alert the customer to resume insulin delivery. Tandem technical support performed a log review of the pump data and were able to determine that the pump and settings were functioning as intended and the customer resumed insulin delivery prior to the resume pump alarm declaring. Customer understood and acknowledged. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Reportedly customer continued to use the pump for insulin therapy.